Event description:
A discordant advia chemistry 1200 sodium result was obtained on one patient sample. The initial result was not reported to the physician. The laboratory repeated the sample on the same system and obtained a lower result. There are no known reports of adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the advia chemistry 1200 instrument and instrument data. After analysis of the instrument and instrument data the fse determined the cause of the discordant sodium result was unknown. The fse replaced the ise cpu board, cleaned the electrode leads, then calibrated and ran qc. The instrument is performing within specifications. No further evaluation of the device is needed.